Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a patient information missing issue. A technical support specialist verified with the customer that the problem had been addressed by the admit, discharge, transfer (adt) team. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a patient information missing issue. The customer reported that the patient care was impacted as the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.